Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, and after completing the reset, the customer successfully started a new sensor session without further issues.